Event description:
It was reported that prior to a chronic catheter placement procedure, the positioning of the tissue ingrowth cuff was too short as being too close to the hub and was not at the five centimeter mark as it was supposed to be. There was no patient contact.

Manufacturer narrative:
H10: a change in reportability has been identified. The customer alleged that the sure cuff was located too close to the hub, not at the 5cm location. A review of powerline and hickman catheters shows that the cuff was placed at the expected location as identified by the design specification for the sure cuff, which places the cuff between the 0-1cm mark or the 3-4cm marks, dependent on the subassembly selected. This review of the design specification further confirms that the sure cuff is not expected to be located at the 5cm catheter mark. Review of the risk evaluation showed that this failure mode is determined to be negligible and leveled as customer dissatisfaction. There have been no deaths or serious injuries reported for failure mode a020601 ¿ component misassembled, related to the sure cuff placement on powerline and hickman catheters. Therefore, the reported customer event does not reasonably suggest that this may have caused or contributed to a death or serious injury or has malfunctioned and the malfunction of the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur [per 21 cfr 803.3]. This supplemental MDR serves to correct the initial malfunction MDR submitted for this alleged event as the initial event has been deemed no longer reportable. H10: manufcaturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the positioning of the tissue ingrowth cuff was too short as being too close to the hub and was not at the five centimeter mark as it was supposed to be. There was no patient contact.